Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. As per the information received from the field service engineer, after restarting the device, it worked fine. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error e433 is caused by protection diodes suppressing voltage peaks during boot-up. E433 triggers if the output signal falls below 130v due to issues like electromagnetic interference, a faulty foot switch, defective components, or bad connections. Additionally, error esg-400 occurs only during boot-up and masks error e460. It results from a defective high voltage power supply board, generator board, or motherboard. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hf unit "esg-400" had error code e433 showing. The issue was found during maintenance. There were no reports of patient harm.